Event description:
Customer stated that their sensor lasted for less than six days before her received a lost sensor alert. He stated that this sensor has already been removed from his body. Customer stated that he has not received a new transmitter and the correct transmitter identification is programmed into the insulin pump. After fully charging the transmitter, the customer stated that the insulin pump was communicating with the transmitter. Customer stated that he had previously received lost sensor alarms and tried to connect to lost sensor, but his attempts failed. Customer became frustrated and then removed the sensor. Blood glucose value at the time of the call was not provided. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.